Event description:
It was reported that the customer lost consciousness due to a blood glucose (bg) level. It was not provided if bg level was low or high. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.